Manufacturer narrative:
Product event summary: analysis confirmed the customer comment of errors generated and attributed them to compromised insulation on the white display wire. Analysis additionally noted that one case screw was contaminated. All found defective parts were replaced and all other identified issues were resolved. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had an error at power up. The epg was returned for warranty repair. There was no patient involvement. It was further reported that the external pulse generator subsequently tested out of specification during manufacturer's analysis.